Manufacturer narrative:
The agent reported patient was dislocating. Complaint has been evaluated and is similar to report number 1644408-2025-00867; sr pip-2, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to dislocation.